Event description:
It was reported that the coating on the width plates and handpiece of the zimmer air dermatome ii handpiece was bubbling out. No add'l clinical info was rec'd prior to tis report.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The service record indicates that the device was manufacturer on 08/08/2013 and was previously returned for repair on 12/20/2013 for the same issue. The device was not returned to zimmer surgical for evaluation and repair; therefore, the customer's reported event could not be confirmed. The cause of the reported issue is undetermined. Investigation of the bubbling and peeling of the surface coating observed with air dermatome ii devices and replaced components, is still ongoing.